Event description:
An operating room manager reported that as the tech was changing the tip on the handpiece, the system shut down on its own then turned back on and rebooted during a procedure. An alternate system was used to complete the procedure with no harm to the pt.

Manufacturer narrative:
The company rep examined the system. The company rep reloaded the system software. The system was then tested and met all product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for the system. The root cause could not be determined conclusively. (B)(4).